Event description:
It was reported that during a robotic laparoscopic ventral hernia repair, the arm cart assembly failed. Additionally, there was an I nstrument error. Restarting the arm cart assembly resolved the issue. There was no patient injury.

Manufacturer narrative:
H2) additional information: h10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that during intra-operative use, an error code for 'instrument error - instrument not recognized or initialization failure' was reported on the arm cart assembly. The arm cart was restarted and the issue did not recur. The arm cart is now functioning normally. Evaluation of the logs indicated that the arm cart experienced a failure due to the speed of the z-slide movement being exceeded in manual mode. This occurred while the z-slide was moving in the direction of extraction. An error code for 'timeout or failure during the initialization' was observed. The issue was resolved by restarting the arm cart. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed error was that it is likely that the system was not used as intended, which may have caused or contributed to the reported incident. Replication of the error can occur from improper preparation, if excessive force is applied during extraction. The instructions for use (IFU) states, "always check to make sure the arm has enough room to calibrate, to avoid collisions with staff or other equipment. The instrument drive unit will move halfway down the instrument track, and the instrument track will move 1 - 2 inches in multiple directions during calibration.". Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic ventral hernia repair, the arm failed and, additionally, there was an instrument error. Restarting the arm resolved the issue. There was no patient injury.